Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion flow blocked alarm event on (B)(6) 2025. The patient had to visit emergency room due to high blood glucose level of 550 mg/dl and got treated with intravenous drip. The patient also had symptoms of weakness. The length of hospitalization was greater than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 03-feb-2026 against "lot number: 6009526 and similar malfunction codes: occlusion issue. Malfunction code not on list., occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. Cannot be determined. No escalation required. The review confirmed that lot: 6009526 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-feb-2026 against "lot number" criteria equal 6009526 and similar malfunction codes: occlusion issue. Malfunction code not on list. Occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined, cannot be determined. No escalation required. The count of complaints is 3. The complaint number are complaint: (B)(4). Escalate to CAPA determination for statistical analyst. Corrective and preventive action (CAPA) review: the lot: 6009526 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine m12 on 03-oct-2024 with a total of (B)(4) units. The sub-assembly, assembly the lot: 4j05599 was manufactured according to the wi version 27 and assembled in the quickset line, on 02-oct-2024, with a total of (B)(4) units. The lot: 4j05600 was manufactured according to the wi version 27 and assembled in the quickset line, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing lot: 4j05594 was manufactured according to the wi version 42 and manufactured in the machine l4-l5-l8, on 02-oct-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion issue. Malfunction code not on list. All test results were within specification as documented in the attached test report complaint: (B)(4). Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment: conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6009526 and related malfunction codes for occlusion issue. Malfunction code not on list. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.